Event description:
Received via medwatch# (B)(4) on 1/4/2021. Patient underwent a coronary artery bypass graft x3, had unplanned return to the or for postop bleeding. Findings at surgery -copious clot around left lung. There was active bleeding from the distal stump from the left internal mammary artery. Both large hemoclips had failed most likely due to faulty clip applier. There was a malfunction of the deployment of the hemoclips.

Manufacturer narrative:
(B)(4). We are unable to provide a thorough DHR review for the alleged complaint since lot information was not provided on the submitted paperwork from the customer and the alleged instrument has not been returned for review and evaluation. We are currently unable to validate the alleged complaint. All instruments produced at this facility are 100% visually inspected and function tested prior to being released to the customer as this is a standardized procedure for the alleged product code mentioned on the submitted teleflex notification summary.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch# (B)(4) on 1/4/2021. Patient underwent a coronary artery bypass graft x3, had unplanned return to the or for postop bleeding. Findings at surgery -copious clot around left lung. There was active bleeding from the distal stump from the left internal mammary artery. Both large hemoclips had failed most likely due to faulty clip applier. There was a malfunction of the deployment of the hemoclips.